Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed inh-lvp all the time. Left ventricular (lv) pacing was reported to be 12%. There was inquiry of how to increase lv pacing. An x-ray noted that the lv lead might have pulled back from its original position. Reprogramming was attempted which seemed to help. No adverse patient effects were reported.